Event description:
It was reported that during a blood transfusion, the area from the blood bag to the drip chamber became empty and the drip chamber collapse inward. There was still 75cc of blood left in the bag and it was reported they were not using an additional filter. The transfusion was stopped, another tubing was primed and reconnected. Within five minutes, the new tubing did the same as the first. A third tubing was then primed and when attempting to spike the blood bag, a clot was discovered in the second tubing that was connected to the blood bag. The blood has not been infusing at a fast rate and no additional filter was being used. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The customer¿s report that the drip chamber became empty and the drip chamber collapsed inward was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clotted blood was observed in both sets¿ drip chambers, tubing, and in one of the set¿s drip chamber spikes. Functional testing observed that after the sets were soaked in warm water and the blood was flushed out, the sets primed completely, no occlusion alarms were noted by the device, and the drip chambers did not collapse inward. The root cause of the empty tubing and drip chamber collapse was not definitively determined.

Event description:
It was reported that during a blood transfusion, the area from the blood bag to the drip chamber became empty and the drip chamber collapse inward. There was still 75cc of blood left in the bag and it was reported they were not using an additional filter. The transfusion was stopped, another tubing was primed and reconnected. Within five minutes, the new tubing did the same as the first. A third tubing was then primed and when attempting to spike the blood bag, a clot was discovered in the second tubing that was connected to the blood bag. The blood has not been infusing at a fast rate and no additional filter was being used. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
After further review it was determined that this complaint is not MDR reportable.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient's demographics requested, but was not provided.

Event description:
It was reported that during a blood transfusion, the area from the blood bag to the drip chamber became empty and the drip chamber collapse inward. There was still 75cc of blood left in the bag and it was reported they were not using an additional filter. The transfusion was stopped, another tubing was primed and reconnected. Within five minutes, the new tubing did the same as the first. A third tubing was then primed and when attempting to spike the blood bag, a clot was discovered in the second tubing that was connected to the blood bag. The blood has not been infusing at a fast rated and no additional filter was being used.